Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation related to the customer reported complaint indicated that the instrument was found to have a loose grip cable at the distal end. The instrument has a broken grip cable at the distal end. As a result, the grip cable became loose. Additional finding not related to the customer reported complaint indicated that the instrument was found to have damaged conductor wire insulation at the distal end. The instrument failed the electrical continuity test. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable on the fenestrated bipolar forceps instrument was broken. The procedure was completed with no reported injury.